Event description:
The event description was: "facility was mistakenly sent a pump that administered solutions in ml/hr instead of ml/day. They had no education on this pump, nor did they know it existed. There are enough similarities between the two pumps, size, weight, shape, type of batteries used, programming, etc that no difference was noticed. If there had been education on this type of pump, the differences may have been noticed. This was not the case. A four day pump was given in four hours because facility was sent the wrong type of pump, by mistake. Had been educated on both types of pumps, this mistake should not have occurred." The outcomes attributed to event were: "mouth sores."